Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during the procedure the drill broke. This event did not result in injury to the patient. No other consequences resulted. The procedure was not delayed. It seems like the drill may have began to weaken.

Manufacturer narrative:
The device was returned for evaluation. Visual assessment of the drill could not confirm the reported breakage. The drill shaft is scored in a circular manner at several places along its length and shows signs of material loss. The drill head is dull and the flutes are heavily burred. The drill also appears to have slipped within the drill chuck during use as there is major material loss at this location. A device in this condition would require the use of excessive force in order to drill. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. User error could not be ruled out.